Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 148 mg/dl. The customer stated that the screen is messed up and the dark circles will not go away. The customer also mentioned a black jagged line on the screen. The customer stated that she is at room temperature and the line is still there. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.